Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the cartridges became dislodged from the pump outside of the load sequence and the customer did not received a cartridge alarm (cartridge alarm 25 ¿ removed cartridge alarm). Reportedly, the cartridge had been in use past the recommended time. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.